Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: e227(scope communication error) occurs. Based on the results of the investigation, and since e218 was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Also, for the e227(scope communication error) cause due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited error e218 occurred during service of maintenance. There were no reports of patient involvement.